Event description:
It was reported that during procedure, a loud bang was heard, and a burning smell was noticed. The system was down. It was indicated that the blast shield was burnt. There was no report of patient complications.

Manufacturer narrative:
Block e1 initial reporter phone: (B)(6).